Event description:
It was reported that during an angioplasty procedure, an atherotome was found lifted from the cutting balloon surface during withdrawal. The lesion being treated was in an "upper extremity" venous/dialysis location. The cutting balloon was inflated once to unknown atms. During removal, the atherotome caught on the sheath (manufacturer unknown) and was lifted from the balloon surface, however, it remained partially attached. The procedure was completed with this device, and no patient complications were reported. Patient status was reported as 'fine.'

Manufacturer narrative:
The facility has confirmed that this device has been disposed of; therefore, no direct product analysis can be completed and no root cause determination can be made.